Event description:
The customer reported that the plungers in two reservoirs were not screwing properly. The customer stated that they were putting unused insulin back in the vial and they noticed a leak from the reservoir. Instructed to return contaminated reservoirs in the canister and toss the unopened reservoirs in the envelope.